Event description:
Per the patient, the magnet reportedly extruded through the skin in 1997 (exact date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's audiologist, the patient underwent skin flap revision surgery on (B)(6) 1998, to treat site where device was extruding. The implanted device remains. This report is filed (B)(4) 2013. Implanted device remains.